Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated they discovered the substrate reservoir was empty but the load scale still signaled the substrate reservoir as full. A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and verified that the loadcell for the substrate reservoir was faulty. The cse replaced the loadcell and reset the water container range to reflect the correct picture of remaining fluid. The cse re-primed the water and the substrate lines and ran a water test to verify dispense of the substrate. The cause of discordant shbg, igf-1, c-peptide, hcg and androstenedione results on multiple patient samples was related to the faulty substrate loadcell. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sex hormone-binding globulin (shbg), insulin-like growth factor I (igf-1), c-peptide, human growth hormone (hcg) and androstenedione results were obtained on multiple patient samples on an immulite 2000 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting as expected. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant shbg, igf-1, c-peptide, hcg and androstenedione results.